Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure took place. A 31mm watchman flx closure device was initially selected for use but was exchanged for a 35mm watchman flx closure device. Six (6) partial and three (3) full recaptures were performed and the 35mm watchman flx closure device was implanted after meeting release criteria. At the routine, 45-day follow-up, transesophageal echocardiogram revealed the closure device had shifted proximally resulting in a leak going under the fabric of the closure device. The patient will be kept on oral anticoagulation mediation and re-evaluated in three (3) months.